Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager repeatedly failed. The field service engineer (fse) identified that the hasp alignment was incorrect, which was causing the failures. The remote manager was tested in the hardware test application and initially functioned properly. During a previous service visit, the fse had replaced the latch and applied grease to the mini switches. To further prevent recurring issues, the fse replaced the wiring, control board, and latch, noting that grease residue was present on the wiring. The customer confirmed that the remote manager had been failing prior to the repairs. After replacing the board, wiring, and latch, the remote manager was tested again in the hardware test application and performed as expected. The customer was asked to inventory medications multiple times and confirmed normal operation with no further issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager kept failing. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.